Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. This report is being filed on an international device; tecnis symfony optiblue iol, that has a similar device, tecnis symfony iol model zxr00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of zxr00v 13.0 diopter intraocular lens (iol) into the patient's operative eye, light was noticed flickering under the fluorescent light when viewing the right eye only. The doctor thinks it seems like a shining fluorescent light that glows or disappears. Reportedly, the doctor will be taking a wait-and-see approach by using myotic eye drops. Also, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017. Also, it is unknown if myopic eye drops were effective or if it's the patient's own adaptation (accustomed). Presently, the patient got used to the symptoms she has been experiencing and that it does not change anymore. No additional information was provided. If implanted, give date: (B)(6) 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.